Event description:
Customer called to report that retic (reticulocyte) clearing solution was leaking at a y-fitting near pinch valve vl95 of the coulter lh780 hematology analyzer. The volume was not provided; however, customer stated that the leak was contained within the unit. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a hole in the black stripe I beam tubing at vl95. Vl95 is associated with the ghost pump and carries the retic clearing solution. The fse re-tubed pv95 to address the issue. The fse also replaced the retic shear valve 95/128, cleaned the blood sampling valve (bsv) and shaft, and finally ran startup, latron, quality controls and several samples to verify proper instrument function. The fse then verified overall instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).